Event description:
It was reported that a symptomatic patient experiencing pacemaker syndrome presented in emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was stable and feeling better post procedure.

Manufacturer narrative:
(B)(4).